Event description:
The nurse inserted a diffusics 22 gauge peripheral IV into the patient's right antecubital vein. When she connected the blue cap with a normal saline syringe to flush, she pulled back to check for blood return; however, the clear IV tubing disconnected from the diffusics port. The IV was immediately removed and a new peripheral IV was inserted. There was no harm to the patient.